Event description:
Elective laparoscopic assisted vaginal hysterectomy. Disposable covidien ligasure electrode curved jaw - 2.5 cm used intra-op. During procedure, scrub tech noted a portion of the clamp had broken off and fallen into the pouch drape. Doctor immediately notified. Broken piece(s) searched for - found a portion - more could not be found in the drape and case progressed rapidly into a cysto/open total abdominal hysterectomy requiring a large volume of irrigation suctioned into the neptune, thus other piece(s) could not be retrieved. Patient stable. No injury noted. Patient to pacu post-op. Disposable and piece sent to risk mgmt.